Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There is one actual sample and two representative samples returned for investigation. The actual return sample was examined physically. Based on visual inspection it was determine the balloon had split. Meanwhile, two representative samples did not show any signs of defects. The balloons were inflated with 10ml of distilled water and left on the workbench for 30 minutes. No balloon split burst or leak upon completion of the monitoring period. The split balloon area was carefully inspected under 30x magnification, it was determined there is a present of scratches and marks on the split balloon area developed on the balloon surface. Based on literature, salty like sediment could possibly lead to balloon tear. The 3rd picture was adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Split balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also split because of balloon had encounter bladder or kidney stone during use for elderly patient with bladder or kidney stone history. In current standard operating procedure as per spm-as1-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-452-004). Catheter with defective balloon will be culled out. Based on the investigation conducted, split balloon may have likely happened due to encrustation and in contact with sharp or pointed surface such a kidney stone leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to split. Therefore, could not be confirmed.

Event description:
A first catheter was inserted. The inflation liquid was injected but the catheter self-expelled from the patient because the balloon had a hole. A second catheter was thus inserted in the same patient. Same issue: the liquid was injected to inflate the balloon but the catheter self-expelled from the patient because the balloon had a hole. A third catheter was inserted in the patient with success. Clinical consequences: discomfort for the patient because of these catheters insertions in a row.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
A first catheter was inserted. The inflation liquid was injected but the catheter self-expelled from the patient because the balloon had a hole. A second catheter was thus inserted in the same patient. Same issue: the liquid was injected to inflate the balloon but the catheter self-expelled from the patient because the balloon had a hole. A third catheter was inserted in the patient with success. Clinical consequences: discomfort for the patient because of these catheters insertions in a row.